Manufacturer narrative:
The initial MDR 2517506-2016-00049 was filed on january 16, 2017. Additional information (03/21/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data and result monitors which showed no indication of reagent delivery or foaming issues. The hsc specialist could not determine the cause of the discordant results on one patient sample.

Manufacturer narrative:
The customer contacted the customer care center (ccc). Ccc reviewed the error logs and found no issue that contributed to this event. Ccc contacted the regional support center (rsc). Rsc reviewed the instrument data and made recommendations which service could check when evaluating the instrument. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced reagent probe 1 and ran service methods tests, which resulted satisfactory. The cse cleaned and lubricated the aliquot probe vertical lead screw and tested the level sense multiple times in diagnostics. The cse performed a total service visit and replaced the integrated multi-sensor technology (imt) tubing and aligned the dilution check. The cse ran quick check and quality control (qc), resulting within specifications. The cause for the falsely low ecrea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low urine enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was automatically repeated on the same instrument, resulting the same. The sample was then repeated on an alternate dimension vista instrument, resulting higher and matching the patient clinical picture. It is unknown if the result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.